Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor issues. It was reported that the patient's device was not in the right place in which the patient confirmed that the implantable neurostimulator (ins) has moved. The patient noticed the ins had moved earlier on the day of the report. She couldn't figure out what was hurting so bad and she spent a lot of the day in a great deal of pain. The pain began the day before the report and got severe on the day of the report. The patient was trying to sleep, she reached back and noticed the ins has actually moved. The patient got up to fix herself something to eat and when she went back to bed, she passed out. The patient further mentioned at the time she had thought she just imagined that she passed out. In terms trauma, fall, or contributing factors that could be related to the issue, the patient reported she has certain movements she does for her fibromyalgia and she did the movements the night before the report to calm down the pain. The movements have been done previously and are not anything new. There were no further complications or anticipations reported with this event.